Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b3, b5, h6, and h10 were updated and h4 corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the darkened screen was caused by board failure. However, the definitive root cause of the board failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The darkened screen was observed during pre-use inspection. The procedure type was unknown. The procedure was completed by replacing the equipment. There were no adverse effects on the patient.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed that image did not appear. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the screen with the camera head became dark when starting to use it. There was no harm or user injury reported due to the event.